Event description:
During a diagnostic laparoscopy procedure, a small piece of white plastic fell into the patient's uterus. Another like device was used to complete the procedure. There was no patient consequence.